Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during routine follow-up, multiple non-sustained lead noise episodes were noted. X-ray showed the lead was implanted in close proximity to an abandoned lead; the ring of one was close to the coil of the other. The noise was not reproducible with manipulation. The lead was explanted and replaced.